Event description:
It was reported that, during the implant procedure, the shock impedance was greater than 200 ohms. The patient is large so the doctor re-tunneled the electrode site and got a shock impedance of 200 ohms. The system was implanted. There were no adverse patient effects.